Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. Returned graft was visually examined by qa/qc manager who confirmed a collagen peel off limited to both ends of the graft that were turned inside out by the physician. A reserve sample that was coated the same day than the complaint device and from the same sterilization lot was also examined, and no collagen peel off was observed. A review of the device history records indicated that the graft was processed and inspected according to procedures. Specifically, the coating records evidenced no anomaly. No conclusion can be drawn. However, it should be noted that when performing valve composite graft, device was turned inside out. A poor handling of the graft could have been the cause of this phenomena. Note that product instructions for use states that care should be taken when handling the graft.

Event description:
Patient underwent a surgical aortic repair, specifically a bentall procedure where it was attempted to connect a valve to a collagen coated vascular graft. When performing this valve composite graft, collagen peeled off when graft was turned inside out. Graft was not used and the procedure was successfully completed by using another graft with no adverse effect to the patient.